Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('kept her ovaries / I had to let mine go') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced inflammation ("inflammation"), polyp ("polyps") and female sexual dysfunction ("sex is fine afterwards"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal, polyp and female sexual dysfunction outcome was unknown. The reporter considered female sexual dysfunction, inflammation, medical device removal and polyp to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('kept her ovaries/I had to let mine go') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced inflammation ("inflammation"), polyp ("polyps") and sexual dysfunction ("sex is fine afterwards"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal, polyp and sexual dysfunction outcome was unknown. The reporter considered inflammation, medical device removal, polyp and sexual dysfunction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.